Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial#(B)(4), implanted: (B)(6) 2015, product type: lead.

Event description:
Information was received from a patient who was implanted with a neurostimulator for non-malignant pain via a manufacturer represent ative. It was reported that the patient was not getting stimulation coverage in legs, but gets great lower back coverage. Reprogramming the patient was tried but did not resolve the issue. The impedances were all within normal limits. A surgical intervention is scheduled for (B)(6) 2016 to resolve the lack of coverage in legs.

Event description:
The manufacturing representative reported that the patient's leads had been originally implanted too high, which was likely causing the lack of coverage in their legs. It was noted that the patient is receiving stimulation in their legs after revision. The manufacturing representative also reported that the patient got an infection post-revision. No additional information regarding the infection was provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.